Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot#: n198809, product type: lead, product ID: 3986a, lot#: n200158, product type: lead. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4), ubd: 02-apr-2013, UDI#: (B)(4); product ID: 3986a, serial/lot #: (B)(4), ubd: 13-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported 10-12 years ago they had a spinal cord stimulator for her neck and middle of her back for neuropathy. The therapy wasn't helping so they took out the device and she has a pain pump put in. They took out part of the symptom (system) but there is still parts of the leads and paddles left behind. Patient is needing an MRI of her neck because it is causing her problems and the facility wants to know if an MRI can be performed. Patient stated they did an x-ray, and x-ray shows wires on the neck and spine. Patient stated they couldn't take out everything because of scar tissue.

Event description:
The patient reported that they have chronic axonal peripheral neuropathy. They noted that they were on the forefront of stimulators and neuropathy. Shortly after they were implanted, their physicians started saying that maybe stimulators don't help the patient's kind of neuropathy after all. The patient noted that "they" were located too low in the patient's back and kept on moving. The implantable neurostimulator never helped. It was decided to remove the spinal cord stimulation system.

Manufacturer narrative:
Continuation of d10: product ID 3986a lot# n198809 serial# implanted: (B)(6) 2009 explanted: product type lead product ID 3986a lot# n200158 serial# implanted: (B)(6) 2009 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.